Event description:
Patient was implanted with the device in 2007. Implantation was not even necessary. Prior to surgery patient was able to walk 7 to 10 miles a day but now can not do anything without pain. Patient thinks the person who implanted the device was not trained and besides she was not given any informed consent. Patient is trying to work with abbott to find a vascular surgeon to remove the implant. Never had a problem with her bp but now on bp pill. Blood pressure last week was 218/108. Procedure was done through hosp. Hosp is trying to block pt at every step of finding out about the device. Patient feels violated and wants FDA to look into it.